Event description:
Tip sparked during pediatric tonsil surgery. No patient injuries, doctor opened a new device to complete surgery. Osa=70%

Manufacturer narrative:
(B)(4). Eval code method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.